Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed a falsely decreased carbon dioxide (co2) result for one patient on an architect c4000 analyzer. The following data was provided: initial co2 result was 21, repeat result, from a new sample, was 25 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased carbon dioxide result on the architect c4000 analyzer, serial number (B)(6), included a review of complaint text, a search for similar complaints, trending data, labeling, and device history records. The customer calibrated the r1 c4/c8 reagent probe rohs, list number 01g47-04, as it had not had a passing calibration since it was installed. A quality control precision test was run after calibration to verify issue resolution. The precision test passed, and the issue was resolved. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no increase in complaint activity. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely decreased carbon dioxide (co2) result for one patient on an architect c4000 analyzer. The following data was provided: initial co2 result was 21, repeat result, from a new sample, was 25 mmol/l. There was no impact to patient management reported.